Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power on. The monitor's battery well was damaged and a battery had difficulty being inserted into the monitor. The root cause for the damaged receptacle could not be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.